Event description:
It was reported that a fracture at the front end of the device occurred. A 6f guidezilla catheter guide extension was selected for use. During the procedure, a fracture at the front-end connection was noted. The device was pulled out normally. Furthermore, imaging was completed to confirm that the device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications reported and the patient was stable post procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual and microscopic inspection found no damage or irregularity to the device.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that a fracture at the front end of the device occurred. A 6f guidezilla catheter guide extension was selected for use. During the procedure, a fracture at the front-end connection was noted. The device was pulled out normally. Furthermore, imaging was completed to confirm that the device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications reported and the patient was stable post procedure.